Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 300 mg/dl. Troubleshooting for keypad anomaly was performed. Customer advised during the buttons were unresponsive and time did not advance. Customer removed the battery for a few hours however the issue remained unresolved. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had no button error alarm. The device was received with no button response due to corroded up button keypad trace. The keypad connector was found closed properly during visual inspection. The time and clock was fine. We were unable to perform functional test due to keypad anomaly. The device had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.